Manufacturer narrative:
(B)(4). An engineering quality review was completed for this complaint file. The reported condition of a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the patient line inadvertently disconnected from the transfer set. No further detail was available regarding the cause of the disconnect. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell 3/4. The technical service representative (tsr) explained the message to the caregiver (cg). The cg stated the home patient (hp) was disconnected; the patient line became inadvertently separated from the transfer set. The cg stated she did not know how the disconnect occurred. The tsr advised the cg to use a manual bag. The tsr then assisted the cg to recycle power on the machine. On (B)(6) 2010 product surveillance spoke with the hp's nurse who stated she was not aware of any problems with this home patient. The rn stated this home patient had not reported any problems with therapy or his transfer set. The lot number of the cassette was unknown and the sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.